Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. No identified issues required escalationa review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing error code 242.4030 with their 8100. Customer had already replaced the ail, logic board and motor control board with no change. I instructed the customer to take off the rear case off, I had them move the cam shaft gear to move the 8100 from its starting state. After attaching the unit to an 8015, I had them open the door. We observed to occluder fingers slightly move indicating a mechanical issue. Recommended the customer first swap the motor with a known good one. If not change, replace the bezel. If fault does not clear, customer will send in for repair.